Event description:
Related manufacture reference number: 2017865-2022-02047. It was reported that the patient presented during clinical follow-up. Upon interrogation, noise was noted on the atrial lead and right ventricular lead. Lead to lead contact was suspected. No interventions were performed. The patient's condition was unknown.

Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2022 due to suspected lead fracture. The patient's condition was unknown.